Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon used a ks-3ai 23.50 diopter preloaded injector. Prior to implantation, the lens became stuck in the cartridge. No patient contact.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).